Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured a lower that expected battery voltage prior to use. This device was not implanted.